Event description:
Gas monitoring problems detected. On the display showing gas information, the displayed numbers went blank intermittently. No patient harm. Biomedical engineering contacted and worked with manufacturer to perform a factory reset. The reset involved clearing the anesthesia unit's memory, then reloading all the default information and checking for proper operation. The reset did not correct the problem, as it recurred as an intermittent problem thirteen days later. At that time, the factory service technician, working with our biomed department, replaced the display and the circuit board which feeds the gas information to the display. The problem has not returned since.